Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer loaded 190 units of insulin into the cartridge and sent the pump down before the fill tubing step. The customer picked the pump up and noticed a puddle of insulin. Reportedly, the customer was unable to determine where the insulin leaked occurred. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.